Event description:
Per the clinic, the patient experienced ear infection and wound breakdown, exposing the receiver/stimulator. The patient was treated with antibiotics (date, type and duration not reported).